Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implantable cardioverter defibrillator (ICD) replacement procedure, the right ventricular (rv) lead was found to have high impedance, episodes of noise, and short v-v intervals. The lead was capped and replaced. No patient complications have been reported as a result of this event.